Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed no delivery and motor error. The patient's blood glucose at the time of incident was 537 mg/dl. The patient treated via manual insulin injection. Troubleshooting did not occur for the motor error alarm; however, the customer was able to rewind and prime the device. During troubleshooting for the no delivery alarm the caller confirmed that the infusion set cannula was not bent. The infusion set and reservoir were changed. The insulin pump was not returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.